Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Additionally, the stent was noted to be stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the noted stretched stent and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery. After a failed attempt to cross with the xience stent delivery system, there was resistance during removal and the stent came off the shaft. The stent was easily removed with the guide wire when the guide wire was removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.